Event description:
A hospital in (B)(6) reported that they were experiencing condensation in the expiratory limb of rt210 adult dual-heated breathing circuits during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Serial number: (B)(4). Lot number: 120216, 120307. Device manufacturer date: 02/16/2012, 03/07/2012. Method: one complaint breathing circuit , lot 120307, was returned to the manufacturer. The complaint breathing circuit was received in a sealed hazardous bag. The bag was not opened due to the potentially hazardous contamination. The complaint breathing circuit was visually inspected. Results: the visual inspection of the breathing circuit revealed no visible damage to the complaint breathing circuit. Fluid was observed in the sealed in bag. A lot check revealed no other complaints of this nature for lot 120216. A lot check revealed no other complaints of this nature for lot 120307. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Cold air sources such as fans, open windows and air conditioning can cause warm humidity in the tube to condense. We are unable to determine what may have caused the problem observed by the customer. However, the hospital has informed us that fans are frequently used in the patient's rooms. It is possible that the observed condensation was due to environmental factors, such as the use of a fan. A fisher & paykel healthcare representative has visited this hospital since the complaint was received to ensure that they set-up their system properly and to eliminate any environmental factors that may contribute to condensate in the system.

Event description:
A hospital in (B)(6) reported that they were experiencing condensation in the expiratory limb of rt210 adult dual-heated breathing circuits during use. No patient consequence was reported.